Event description:
A report was received that a pt will undergo a pocket revision procedure. The pocket location was uncomfortable for the pt and she had been bumping the ipg. The pocket site was relocated to the abdomen, and the pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.